Event description:
Baxter (B)(4) received a report that an infusor was "difficult to fill." Upon evaluation of the infusor by baxter personnel, it was noted that a "broken syringe tip was stuck inside the fill-port." A broken syringe tip stuck inside the fill-port has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device with 50 ml of fluid in the reservoir for evaluation. Visual examination confirmed the reported condition of "difficult to fill" as a syringe tip was found broken and stuck inside the fill port. As a result of the broken syringe tip, further filling was not possible. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). After further investigation by baxter personnel, the root cause of the reported condition, "difficult to use", was not identified during device evaluation. The reported condition was unable to be duplicated due to part of the syringe tip left inside the fill port.